Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email the specialist reported that in the postoperative diagnostic imaged there is an evidence of implant migration, which is why he suspects failure implant. Failure of the fastening system. Additional information received via email from the affiliate on 4-27-17: ¿I confirm that the specialist removed the failed implant and re-intervened last tuesday, (B)(6) with satisfactory fixation with another system of fixation ours.¿

Manufacturer narrative:
The complaint device was received and inspected. Visual observations revealed the device was in used condition. All three sutures are intact but the white suture was cut. The reported failure of implant migration postoperative was confirmed based on the pictures provided by the customer. Medical safety confirmed that the pictures showed the implant to be out of position requiring revision surgery, thus confirming this complaint. The white sutures on the device was broken and frayed and the white suture showed signs of excessive tension. The root cause of implant migration cannot be determined however, the improper implant fixture shown in the pictures could¿ve contributed to the implant failure. This failure could be attributed to user technique. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email the specialist reported that in the postoperative diagnostic imaged there is an evidence of implant migration, which is why he suspects failure implant. Failure of the fastening system. Additional information received via email from the affiliate on 4-27-2017: ¿I confirm that the specialist removed the failed implant and re-intervened last tuesday, (B)(6), with satisfactory fixation with another system of fixation ours.¿ additional information received via email from the affiliate (9-27-17 to 11-8-17): complaint device was received however, no complaint number was linked to this device. In an attempt to identify the complaint number for this device the affiliate was contacted to help locate this file in their database. Although the device was received on sept 21st, 2017 this device was officially confirmed by the affiliate to be linked to this complaint ((B)(4)) on 11/8/17.